Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette; further described as the home patient (hp) observed 1.5 inches of air in the patient line of the cassette near the transfer set connection point. This occurred during initial drain of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the hp to end the therapy session and advised the hp to inform their pd registered nurse regarding the issue.the hp would set up therapy with new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.